Manufacturer narrative:
(B)(4): info anticipated, but unavailable at this time.

Event description:
It was reported that during a lap cholecystectomy procedure, the device had opening issues and locked it on the vessel. The surgeon was able to get the device off with no tissue damage. They used a similar device to complete the case with no pt consequence.